Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer mentioned that the up arrow key was unresponsive. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.